Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, pump tubing, collection canister with lid and an external power cord was returned for testing. There were no cracks present. There is mild residue present at the bottom of the canister and inside of the returned collection tubing. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was a mild amount of residue on the base and the rim. Further inside, there was mild residue and a small amount of corrosion on the returned pcba. There was also a heavy amount of orangish residue in the inner tubing next to the motor. The device failed with a value of 0.336 slpm with the returned pcba. The device failed with a value of 0.342 slpm with the returned pcba after 10 seconds. The labeling was reviewed for this investigation. The reported event is addressed within the labeling as it states: 1. Check that the power cord is plugged into the purewick¿ urine collection system and to an electrical outlet. 2. Ensure the electrical outlet is functioning by plugging in another electrical device. 3. Ensure tubing connections are connected properly. 4. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 5. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 6. Ensure collection canister is sealed with the lid tightly closed. 7. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. If the purewick¿ urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: -cracks, -separated housing, -not suctioning properly or no suction, -damaged power cord. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (B)(6) and husband states pw not suctioning. Rep did t/s - failed no suction happened. Rep did advised kit had not been replaced since (B)(6) 2024. (B)(6) states she had since replaced, advised did not show in the system. Went over warranty guidelines and advised to replace the kit first and if still having issues to call back for t/s and possible replacement of unit. Order placed. No additional information provided. Troubleshooting did not resolve issue. Per additional information obtained via lms follow-up on 10oct2025: ibc -spoke with (B)(6) and husband, the stated the new kit didn't work, I advised we will need to t/s over the phone. The system failed the water test. Unit under warranty. I advised of biohazard instructions. No additional information is available at this time. Please send bio box tcm.

Event description:
It was reported that (B)(6) and husband states pw not suctioning. Rep did t/s - failed no suction happened. Rep did advised kit had not been replaced since on (B)(6) 2024. (B)(6) states she had since replaced, advised did not show in the system. Went over warranty guidelines and advised to replace the kit first and if still having issues to call back for t/s and possible replacement of unit. Order placed. No additional information provided. Troubleshooting did not resolve issue. Per additional information obtained via lms follow-up on 10oct2025. Ibc -spokw with (B)(6) and husband, the stated the new kit didn't work, I advised we will need to t/s over the phone. The system failed the water test. Unit under warranty. I advised of biohazard instructions. No additional information is available at this time. Please send bio box tcm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.